Manufacturer narrative:
Additional information received per the medical records indicate that the patient was in a motor vehicle accident, has a subdural hematoma and is a paraplegic. The patient was also noted to have a large inferior vena cava. Immediately prior to the index procedure, the patient was diagnosed with pneumonia and had experienced trauma and fever. The filter was placed prophylactically. The filter was deployed via the patient's right femoral vein. The device was placed so that the tip of the filter was below the level of the renal veins (inferior end plate of the l1 vertebral body). The patient tolerated the procedure well, there were no complications. Additional information received per the patient profile form (ppf) states that the patient experienced pain and the device has fractured. The patient became aware of the reported event ten years and eight months after the index procedure. These injuries have caused the patient to experience emotional distress, mental anguish, anxiety and stress. As reported, the patient underwent placement of an optease retrieval vena cava filter. The patient is reported to have had a history of a motor vehicle accident that was associated with a subdural hematoma and paraplegia. Immediately prior to the filter implantation, the patient developed pneumonia and fever. The indication for the filter was reported to be prophylactic. Of note, the patient is reported to have had a large inferior vena cava (ivc). The filter was implanted via the right femoral vein and deployed with its¿ tip below the level of the renal veins and its¿ inferior end at the l1 end plate. The patient is reported to have tolerated the procedure well. Approximately ten years and eight months after the implantation, the patient developed pain and became aware that the filter had fractured. The patient further reported emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrieval vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Initial reporter non health professional occupation: other, senior counsel, litigation.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. As reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the inferior vena cava (ivc) filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the inferior vena cava (ivc) filter struts. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages..